Event description:
The lay reporter contacted lfs on april 14, 2010 alleging that the pt's one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The reporter mentioned that the pt first noticed that his ultra meter would not power on during the afternoon of (B) (6), 2010. The pt did not exhibit any symptoms at the time of testing; however, the pt went to the hospital that afternoon and was hospitalized. The reporter was unable/unwilling to verify whether the pt was tested on another device or what type of treatment the pt received in the hospital. While troubleshooting, it was noted that the pt had inserted the wrong type of battery in his meter. Meter was replaced. No further clinical info was provided. It would have been helpful to know what kind of readings the pt obtained prior to the event, why the pt went to the hospital, diagnosis, treatment, and their diabetes regimen. The complaint is being reported since the reported alleged that due to the meter not powering on the pt was hospitalized and received medical treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.